Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The device did not work as expected. The p hysical battery was examined, and the current interrupt device was open. The most likely root cause was traced to a component failure. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements are being evaluated to extend battery life and enhance battery health monitoring. During the investigation a secondary condition of memory fence error was detected that had no relationship to the reported condition. This condition has a potential for patient harm. Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. After taking apart the handle, an internal motor was found to be loose. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. The investigation detected an unreported condition of a corrupt sd card that had no relationship to the reported condition. The handle software was unable to be viewed which indicated that the active handle software version was invalid. This is due to the system being unable to access the software version information on the sd card, system errors indicated and interruption in reading the sd card. The most likely root cause was traced to a component failure. The sd card was corrupted. The investigation detected an unreported condition of end of life that had no relationship to the reported condition. The cause of the end-of-life screen observed could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurse was collecting all that are needed to start the operation, an error message was displayed on the handle when it was on both chargers. There was no message on the device, it was dead. Chargers were blinking red light so a second handle was used to continue. There was no patient involvement. Medtronic's initial evaluation on the evidence available the reported condition of the handle was dead was confirmed. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements are being evaluated to extend battery life and enhance battery health monitoring.